Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and display anomaly. The customer¿s blood glucose level was unknown. The customer reported that the buttons had to be pressed more then once and screen was cloudy and harder to see. The insulin pump will not be returned for analysis.